Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. Vyaire advised to performed a blower test and replace unit with a new good known mainboard. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that bellavista1000 had alarms 401 - inspiration valve or device leaky and alarm 316 - blower failure prior patient use. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Exact root cause is not established however, it is most likely that it is due to lack of soft-start algorithm in software v6.0.1400.0 caused damage on the blower driving hardware of the mainboard due to a too high resulting current needed to overcome actual inertia torque of the blower rotor. As a resolution, vyaire initiated mainboard under warranty replacement. The errors went away when new mainboard was installed.